Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / persistent pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, morbid obesity, diabetes mellitus, menometrorrhagia, gestational diabetes, dysfunctional uterine bleeding and uterine bleeding. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and rash ("rashes or skin conditions type: skin rashes,"). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy and partial hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent partial hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received, new reporter information, essure indication, start date, lab data, new event rashes or skin conditions type: skin rashes, dysmenorrhea (cramping) and hair loss were added. On 23-may-2018: reporters added. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: the lumen.") And pelvic pain ("severe pelvic pain / persistent pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included hypertension, morbid obesity, diabetes mellitus, menometrorrhagia, gestational diabetes, dysfunctional uterine bleeding and uterine bleeding. Concomitant products included glipizide, lisinopril, metformin, nsaid's, paracetamol (acetaminophen) and pravastatin. In june 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psychological or psychiatric (problems condition: depression") and anxiety ("psychological or psychiatric (problems condition:mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 6 months 14 days after insertion of essure, the patient experienced rash ("rashes or skin conditions type: skin rashes,"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with hydrocortisone, surgery (underwent laparoscopic supracervical hysterectomy and partial hysterectomy) .essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " migration of essure device location of device: the lumen" was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / persistent pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included hypertension, morbid obesity, diabetes mellitus, menometrorrhagia, gestational diabetes, dysfunctional uterine bleeding and uterine bleeding. Concomitant products included glipizide, lisinopril, metformin, nsaid's, paracetamol (acetaminophen) and pravastatin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric (problems condition: depression") and anxiety ("psychological or psychiatric (problems condition:mental anguish"). On (B)(6) 2011, 6 months 14 days after insertion of essure, the patient experienced rash ("rashes or skin conditions type: skin rashes,"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Events depression and mental anguish , device monitoring procedure not performed are added. Historical & concomitant drugs conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: the lumen') and pelvic pain ('severe pelvic pain / persistent pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted." The patient's medical history included menorrhagia and bleeding menstrual heavy. Ethnicity african american. Concurrent conditions included hypertension, morbid obesity, diabetes mellitus, menometrorrhagia, gestational diabetes, dysfunctional uterine bleeding, uterine bleeding, inflammation (chronic), dysfunctional uterine bleeding (chronic) and menses irregular with excessive bleeding. Concomitant products included glipizide, lisinopril, metformin, nsaids, paracetamol (acetaminophen) and pravastatin. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), depression ("psychological or psychiatric (problems condition: depression") and anxiety ("psychological or psychiatric (problems condition:mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: skin rashes,"), 6 months 14 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia") and menorrhagia ("abnormal bleeding vaginal, menorrhagia"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with hydrocortisone and surgery (underwent laparoscopic supracervical hysterectomy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, menorrhagia and genital haemorrhage had resolved and the infection, menstrual disorder, vaginal haemorrhage, rash, dysmenorrhoea, alopecia, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the left tubal ostia was easily visualized. Essure coil was easily placed into the right fallopian tube without difficulty. She received treatment for events pain, migration and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2013 endometrial biopsy should done for menorrhagia. On (B)(6) 2013 endometrial biopsy should done for abnormal bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet: received. Added event post procedural complication and general abnormal bleeding and uti. Outcome of events pelvic pain, menorrhagia and migration, general abnormal bleeding was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: the lumen.') And pelvic pain ('severe pelvic pain / persistent pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included menorrhagia and bleeding menstrual heavy. Ethnicity african american. Concurrent conditions included hypertension, morbid obesity, diabetes mellitus, menometrorrhagia, gestational diabetes, dysfunctional uterine bleeding, uterine bleeding, inflammation (chronic), dysfunctional uterine bleeding (chronic) and menses irregular with excessive bleeding. Concomitant products included glipizide, lisinopril, metformin, nsaids, paracetamol (acetaminophen) and pravastatin. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psychological or psychiatric (problems condition: depression") and anxiety ("psychological or psychiatric (problems condition:mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: skin rashes,"), 6 months 14 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with hydrocortisone and surgery (underwent laparoscopic supracervical hysterectomy and partial hysterectomy and underwent laparoscopic supracervical hysterectomy and unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage and urinary tract infection had resolved and the infection, menstrual disorder, rash, dysmenorrhoea, alopecia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the left tubal ostia was easily visualized. Essure coil was easily placed into the right fallopian tube without difficulty. She received treatment for events pain, migration and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2013 endometrial biopsy should done for menorrhagia. On (B)(6) 2013 endometrial biopsy should done for abnormal bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: the lumen.') And pelvic pain ('severe pelvic pain / persistent pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included menorrhagia and bleeding menstrual heavy. Ethnicity african american. Concurrent conditions included hypertension, morbid obesity, diabetes mellitus, menometrorrhagia, gestational diabetes, dysfunctional uterine bleeding, uterine bleeding, inflammation (chronic), dysfunctional uterine bleeding (chronic) and menses irregular with excessive bleeding. Concomitant products included glipizide, lisinopril, metformin, nsaids, paracetamol (acetaminophen) and pravastatin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psychological or psychiatric (problems condition: depression") and anxiety ("psychological or psychiatric (problems condition:mental anguish"). On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: skin rashes,"), 6 months 14 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with hydrocortisone and surgery (underwent laparoscopic supracervical hysterectomy and unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage and urinary tract infection had resolved and the infection, menstrual disorder, rash, dysmenorrhoea, alopecia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the left tubal ostia was easily visualized. Essure coil was easily placed into the right fallopian tube without difficulty. She received treatment for events pain, migration and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2013 endometrial biopsy should done for menorrhagia. On (B)(6) 2013 endometrial biopsy should done for abnormal bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to recovered: vaginal bleeding, uti. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.